Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash occurred. The physician stated, the pt reports a rash following the insertion of an unk size taxus express2 drug eluting stent. Add'l info has been requested, but not rec'd.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.